Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead was not implanted successfully due to product performance anomaly. This rv lead was never in service. No adverse patient effects were reported.